Event description:
During routine maintenance, service personnel observed that this device was not powering on when the lid is opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. The cause of the reported issue was determined to be the lid switch, sw5. This device was part of the loaner pool and was not returned to service, the device was archived by stryker.